Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post that an unspecified malfunction had occurred that required a customer to treat with a glucagon shot and contact an endocrinologist. It was reported that the same malfunction had occurred to other people. It was also reported that only the reservoir was changed during the set change and the same insertion site was used. The customer was sent a reply via social media to advise that the insulin pump should always be disconnected during a set change and was encouraged to call our 24 hour helpline.